Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 522mg/dl. It was stated that the customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. The programming and date were correct. Ran a fixed prime and high pressure test and they passed. It was stated that the time on the insulin pump was incorrect, and after the time was fixed, his glucose level was still high. It was stated that the customer has gained some weight and placed on the paradigm insulin pump, as also the infusion set was changed. Advised the caller to contact his doctor about possible scar tissue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.